Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator did not stay on and keep pacing for the expected amount of time when the battery was removed. The generator was returned for repair. The biomedical engineer indicated that he was not aware of any patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper and lower cases were broken, both bails and bail covers were missing, the ring cover was contaminated, the battery contacts were compressed, and the keyboard was scratched and damaged. Further analysis was performed on the main pcb. This analysis confirmed that a capacitor component failure caused the device battery removal test failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.